Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin and magnova injections (1gm, ongoing, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. No additional information is available.